Event description:
It was reported by the affiliate that the (1) tlc55 was used during a stomach procedure. It was reported that the instrument did not fire after reloading. There was no consequence to the pt.